Event description:
The manufacturer received information alleging a ventilator would not power on. Ther device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.